Event description:
It was reported that during a colon resection procedure, the device was fired and no staples released. The surgeon claims the safety was off and there were no staples in the device when it was handed to him. The tissue was resected and sutures were used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.